Event description:
It was reported that (3) devices were about to be used during an unknown procedure. It was reported by the rep that two hp052 handpieces had broken connectors and one had a steady tone. Another device was used to complete the case. There was no consequence to the patient.